Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Patient reported via phone that the cleo 90 infusion set was leaking in approximately the last four months on three occasions. This occasion (event (B)(6)) was the first of two that occurred during the day causing blood sugars to rise to 200-300mg/dl. Patient changed out the infusion site and self-administered insulin. No further adverse events were reported at this time. Please see MDR # 2183502-2016-01730 and 2183502-2016-01732 for related events.